Manufacturer narrative:
Evaluation: results - device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. Analysis: to date, this product has not been returned for analysis. Return, however, is anticipated. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn at this time, as the product has not been returned. Upon receipt, a thorough evaluation will be performed, and the information will be provided to FDA. The device was used throughout the procedure with no reported adverse patient effects.

Event description:
Medtronic received that this 16fr cannula appeared to be stiff to the point that the cannula could not be clamped. The customer reported that this had occured on two similar products from different product lots. The customer reported that the observation could not result in a loss of body fluid, but did not indicate that this had occurred. The observation was made during bypass, and the product was used throughout the case with no reported adverse patient effects.